Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, oversensing was noted on the right ventricular channel. Due to a patch located on the right ventricular wall, the physician decided to add a new sense/pace lead and partially cap the rv lead.